Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2007 and a right total knee arthroplasty on (B)(6) 2008. Subsequently, patient underwent a left knee revision procedure on (B)(6) 2015 due to instability from poly wear. During the procedure, surgeon did not like the fit of the tibial bearing that was implanted during the revision. The tibial bearing was removed and a larger tibial bearing was implanted.

Event description:
It was reported the patient underwent a total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to instability; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.